Manufacturer narrative:
In a good faith effort (gfe) response from the bench service engineer (bse) received, it was stated that, during service of the part, the power cord was observed to be twisted, which could lead to a failed safety test. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cord resistance was not within specification during the electrical safety test. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the bench service engineer (bse) received it was stated that, during service of the part, the power cord was observed to be twisted, which could lead to a failed safety test. The bse replaced the power cord of the v60 ventilator to resolve the failed electrical safety test issue. The bse completed a performance verification test (pvt) and the device passed all the required tests. The ventilator is returned to the customer ready for use.